Event description:
It was reported that acute stent thrombosis occurred. The patient presented with myocardial infarction (mi), was diagnosed with small vessel disease (svd) of the proximal left anterior descending artery (lad), and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion was located in the mildly tortuous and mildly calcified proximal lad. Following predilatation, a 3.00 x 32 synergy stent was deployed. Following stent deployment, post dilatation was performed. It was noted difficulties with operating the device occurred. The procedure was completed and no patient complications were reported. On the following morning, the patient was diagnosed with stent thrombosis. A 3.50 x 20mm synergy stent and a 2.75 x 20mm synergy stent were deployed to cover and to overlap the previously placed stent. No further patient complications were reported, and the patient status was stable following the procedure.

Event description:
It was reported that acute stent thrombosis occurred. The patient presented with myocardial infarction (mi), was diagnosed with small vessel disease (svd) of the proximal left anterior descending artery (lad), and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion was located in the mildly tortuous and mildly calcified proximal lad. Following predilatation, a 3.00 x 32 synergy stent was deployed. Following stent deployment, post dilatation was performed. It was noted difficulties with operating the device occurred. The procedure was completed and no patient complications were reported. On the following morning, the patient was diagnosed with stent thrombosis. A 3.50 x 20mm synergy stent and a 2.75 x 20mm synergy stent were deployed to cover and to overlap the previously placed stent. No further patient complications were reported, and the patient status was stable following the procedure. It was further reported that the index procedure was directly related to this event. The index procedure was performed successfully. There were no issues noted with deployment of the stent. A 6fr guide catheter and work horse guidewire were used during the procedure. There were no issues with advancing the guide catheter, no issues with advancing the device over the wire, and no other device was present in the vessel.